Event description:
At approximately 4 months post-operatively, it was noted on routine follow-up radiographs that the rod was dissociated from two screws heads at the c2 and c3 levels on one side of the multi-level cervico-thoracic construct with the appearance of loose locking screws at those levels . No intervention has been undertaken. The patient remains asymptomatic.